Manufacturer narrative:
Additional information in h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a protective patient line cap disconnected from the patient line of an unspecified quantity of amia automated pd cycler sets. This issue would occur during set up for peritoneal dialysis (pd) therapy. To resolve these issues, the customer would restart therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.